Manufacturer narrative:
The insulin pump's up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted by analysis. No moisture damage on the insulin pump's electronics noted by analysis. Analysis was unable to verify the failed battery test alarm due to no button response. The insulin pump was received with a scratched display window, cracked display window corners, a cracked reservoir tube lip, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had bolus anomaly, failed battery test alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.